Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an endovascular treatment procedure using a small-bore sheath. Reportedly, there was slightly more resistance than usual when advancing the prostyle device over a .035 guide wire. An attempt was made to remove the guide wire; however, it was stuck. The guide wire was released by pulling with some force, but was kept in place to maintain access. The prostyle was then removed, and a new prostyle device was inserted over the same guidewire. Hemostasis was achieved with the new prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to difficult to advance and remove the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.